Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the atrial fibrillation could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log files confirmed low flow alarms and the account attributed the alarms to the patient¿s arrhythmias. The controller event log file contained data on (B)(6) 2021 from 7:34:36 to 13:08:01. The pump operated as intended at the set speed for the duration of the log file. The log file recorded 4 low flow alarms on (B)(6) 2021 between 7:41:32 to 7:56:07 when the patient¿s flow dropped below the low flow threshold of 2.5 lpm for 10 seconds or longer. The log files appeared to capture the pump operating as intended. The patient reportedly experienced low flow alarms associated with a single implantable cardioverter-defibrillator (ICD) shock for atrial fibrillation. The shock from the patient¿s ICD returned the patient to normal sinus rhythm and the event reportedly resolved. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. Review of the device history records showed no deviations from manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing low flows associated with a single implanted cardioverter-defibrillator (ICD) shock from newly occurring atrial fibrillation (afib). It was additionally reported on (B)(6) 2021 that the patient was implanted with their ICD in 2017, prior to left ventricular assist device (lvad) implant. Following ICD discharge the patient converted back to normal sinus rhythm (nsr).